Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt was complaining of pain. Surgeon discovered that the pcl was gone. No replacement femurs available for that so total replacement was necessary." The exact implantation date was not provided, however, it was indicated that the reported devices were implanted in 1985.